Manufacturer narrative:
Kindly revert the d4 (serial) field to blank as it should not contain any data. Only the 50cc extender tubing for the mega 8fr 50cc iab was returned for evaluation. Upon review, it was found that both ends of the tubing had female luer connectors, whereas the correct configuration should include one female and one male luer. The 8fr 50cc extender tubing met the required length and red printed text specifications. However, one of the luers attached to the tubing did not conform to the specifications. The engineer tested the attachment by pulling on both ends of the luers, and found that both female luers remained securely in place. The evaluation confirms the reported failure of ¿wrong component (extender tubing luer)¿. A CAPA request was initiated to investigate the failure further. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event.

Event description:
It was reported that the intra-aortic balloon (iab) tubing included in the kit was not correct. The tubing included in the kit had 2 female ends instead of 1 male and 1 female. Another tubing set opened. Tubing kit was opened off the field. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site state: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the intra-aortic balloon (iab) tubing included in the kit was not correct. The tubing included in the kit had 2 female ends instead of 1 male and 1 female. Another tubing set opened. No patient was involved.

Manufacturer narrative:
Updated fields - b4, e1(event site state), g3, g6, h2, h6 (health effect ¿ clinical code), h11. Only the 50cc extender tubing for the mega 8fr 50cc iab was returned for evaluation. Upon review, it was found that both ends of the tubing had female luer connectors, whereas the correct configuration should include one female and one male luer. The 8fr 50cc extender tubing met the required length and red printed text specifications. However, one of the luers attached to the tubing did not conform to the specifications. The engineer tested the attachment by pulling on both ends of the luers, and found that both female luers remained securely in place. The evaluation confirms the reported failure of ¿wrong component (extender tubing luer)¿. A CAPA request was initiated to investigate the failure further. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d4 (unique identifier).